Manufacturer narrative:
No conclusion code available. The reported event of device in backup vvi mode was confirmed via review of device image and was due to power-on reset (por). Device was tested on bench and no anomalies were observed. The cause of the reset was not conclusively determined.

Event description:
It was reported that when an asymptomatic patient presented in the clinic, device was found to be in backup vvi with hv therapy disabled. Patient had been admitted the day prior for a tia and CT scan was performed. CT scanning was performed several hours before the bvvi date, and there was no reported arrhythmia going on during the period described. Patient was stable before and after this bvvi. Due to unexplained power on reset, a download was not performed. Device was explanted and replaced. The procedure was completed without adverse consequences to the patient.